Event description:
A follow-up for refill in 2007, the patient reported a dosage increase and the pump had been found flipped. She indicated that it was painful for the physician to re-position the product in order to refill the pump. Four days after refill, the patient experienced itching, which has increased in intensity. The drug used in the pump was baclofen; drug dosage and concentration were not provided. The patient was redirected to report symptoms to the hcp. Additional information has been requested from the physician.

Manufacturer narrative:
.